Manufacturer narrative:
(B)(4). This report was filed by the MFR. The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that daunorubin 170 mg IV infused over 15 minutes. When the bag was empty and the pump was opened, fluid was found leaking inside. The user reported a "crust" at bottom of blue plastic where tubing meets. No patient harm or medical intervention occurred. No further patient/event info was reported.